Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) confirmed that the customer was unable to confirm the tickets and had requested that the tickets be closed. The customer reported that if further issues arose, another ticket would be opened. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer failure and required maintenance, which located on c5pod1. The customer attempted to reboot the station, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.